Event description:
It was reported that there was an anchor issue; the anchors didn¿t hold the leads in place and now the leads were in the generator pocket coiled around the generator. Impedance testing, reprogramming, and x-rays were performed. The cause of the issue was not determined or resolved. As a result of the event the patient experienced a burning sensation and less than 50% therapy relief at the device pocket and lead location. As a result of the event a lead revision was planned. At the time of the report the patient was alive with no injury. The lead revision date was still not determined at the time of the report but the patient was doing fine. She had no stimulation except for in the generator pocket. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n375635, implanted: (B)(6) 2013, product type accessory; product ID 3 778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional review determined conclusion code 92 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.